Manufacturer narrative:
Final analysis found normal lead characteristics.

Event description:
It was reported that during the implant procedure, the right atrial lead exhibited high capture thresholds. The physician attempted re-positioning the lead to obtain better measurements without success. The lead was no longer used and replaced. The patient was in stable condition post surgery.